Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 56 mg/dl. Customer reported their low blood glucose was caused by the lack of food consumption. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. There was no button error alarm during testing. The insulin pump was received with minor scratched lcd window, cracked case at the display window corner, reservoir tube lip, battery tube threads and case reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.